Event description:
It was reported that a map shift was observed when the customer switched from mapping to ablation procedure. No error message was observed by the system. No patient injury was reported.

Manufacturer narrative:
.